Event description:
Customer reportedly obtained a results of 0.8 mmol/l and 5.3 mmol/l on the active system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.